Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: initial analysis found pacing current drain levels were higher than normal for this device. Further testing found high current leakage in the battery filter capacitors caused the high current drain, which led to the premature battery depletion in this device, confirming the reported field experience.

Event description:
Asku